Event description:
Pt placed on ventilator in picu and prepared for transport. Pt then transfered to ambulance. Pressures dropped from 25 mmhg to 10 mmgh without alarming. (Alarms set at 10 & 40). Pt decompensated in a matter of seconds. Transferred back to picu for further stabilization. Two rounds of resuscitation drugs were given, pt also reintubated in picu.